Manufacturer narrative:
Hologic technical support (ts) reviewed the worklist and noted no hardware, software, or kit-related issues. Customer suspected that excessive environmental heat could be a contributing factor to the questioned results. Ts noted that although the customer was unable to provide the operating temperature on the affected day, the temperature fluctuations were not the cause for the increased prevalence of positive results. Ts noted the samples were either low target or mishandled. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Customer performed a panther fusion sars-cov-2 run, worklist: (B)(6) (reported to hologic on 10/07/2024), using cartridge lot 746919 on panther fusion plus instrument serial number (B)(6) which had 4 questioned results. Customer noted that the results were questioned by the infection control department and all the samples were retested using a new aliquot on a non-hologic platform, geneexpert. All retested samples returned with negative results and were not reported out. Customer noted that the initial reported results were not amended. Customer did not mention being aware of any treatment provided to patients. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There were no reported or associated adverse events.